Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 5092 implantable pacing lead 1999 (B)(6).

Event description:
It was reported that a pre-surgical device check showed the patient had over 4000 mode switches in mode switch 1.5% and 425 atrial high rate episodes. An initial review of the strips indicated that these episodes appeared to be atrial fibrillation but further examination seemed to indicate noise on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.